Event description:
On (B)(6) 2012, patient reported she has experienced hyperglycemia in the 500 mg/dl range for the past 4-5 days, and she believes the insulin delivery of the infusion device is too low. Her target blood glucose is around 100 mg/dl, and she was able to treat hyperglycemia with insulin injections. The time, date, and basal rates are programmed correctly. She did not forget to deliver a bolus, and there were no air bubbles or leaks in the system. The infusion device did not provide an error message. She reported the infusion device was "not working," and she was reluctant to complete troubleshooting. Patient switched to injection therapy and is no longer using the infusion device. She did not require treatment from a health care professional or second party to address the issue. The infusion device and adapter were requested for evaluation.